Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected pump error 4, 15 and 63. Blood glucose value was 6.2 mmol/l at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Insulin pump passed the displacement test. No the critical block and inverse critical block did not add to zero alarms or the motor arm cannot communicate with the main arm alarms noted during testing. Hardware low level failures alarmed during self test and confirmed in pump history file due to a broken trace at pin 6 of the keypad assembly.